Manufacturer narrative:
Visual and microscopic examination of the returned device revealed stent damage. The mid section of the stent had some struts bent back distally. Microscopic examination noted the build up of contrast media inside the inflation lumen. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewide lumen with no restrictions noted. A review of the manufacturing records for this batch #7090743 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.

Event description:
Determined to be reportable based on approved analysis on 11/06/2006. It was reported that during a ptca procedure crossing difficulties were encountered. The 2.75x32mm liberte monorail stent delivery system was advanced toward the mid rca, however, the physician was unable to cross the lesion. There were no patient complications or injuries reported. The patient status is unk.